Event description:
Baxter (B)(6) received a report of a folfusor that underinfused during patient therapy. The expected infusion time was 46 hours, however, the total infusion lasted 76 hours. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.